Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and the product lid stock for evaluation. The guide wire was returned within the advancer tube which was missing the straightener tube and end cap. The guide wire was observed to have two slight bends towards the distal end of the body. The distal j-bend was undamaged. No defects or anomalies were observed on the advancer assembly. Microscopic examination confirmed the bends in the guide wire body although no distinct kinks were observed. Both welds were present and were observed to be full and spherical. The bends in the guide wire were located at 57 and 230 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was curved was confirmed through examination of the returned sample. The guide wire body had two slight bends towards the distal tip. The returned guide wire met all relevant dimensional/functional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire (gw) was curved and could not be inserted. The device was not used. The procedure was completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire (gw) was curved and could not be inserted. The device was not used. The procedure was completed using another device.